Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert at night. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was restored to original settings. The patient was stable throughout.